Event description:
It was reported, during a percutaneous nephrolithotomy (pcnl) procedure, an attempt to advance the sheath over the balloon of an ultraxx nephrostomy balloon and set was unable to be attempted due to a sizable "waist." The balloon was removed, a cook fascial incising needle was used, and a second ultraxx nephrostomy balloon and set was deployed. The second device was also unable to break through the scarring, and the sheath could not be advanced over the balloon. A cook amplatz set was used to deploy the sheath and proceeded with the procedure. Prior to this pcnl a nephrostomy tube had been in the patient for 10+ weeks. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H3: device not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
This report is being sent to indicate the complaint event is not reportable. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. During investigation of the returned device, a picture of the complaint device was provided appears the balloon inflated in hourglass shape. Per risk document (B)(4) the hazard of 'the balloon could not fully inflate' has a severity rating of minor (2). This severity level does not indicate a heightened patient risk for a serious injury or death. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.